Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
During implantation, the implant sat too proud. Surgeon felt that there was too much of a size difference between the implant and the broach.

Manufacturer narrative:
During implantation, the implant sat too proud. Surgeon felt that there was too much of a size difference between the implant and the broach. The device was found to conform to size specifications of its underlay. No product problem found with the visual examination of the device. A search of the complaints databases identified no other reports against the femoral stem product/lot code combination. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. It should be noted, the referenced broach was not returned for examination and no details were provided. The tri-lock stem is supposed to seat such that approximately 2mm of coating is visible above the resected surface. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.